Event description:
The patient had a ¿loss of bladder¿ because the catheter came out in 2008-2009. The catheter was replaced. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n175906023, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. (B)(4).